Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4: device history. Part number: 04.037.058s, 10mm/130 deg ti cann tfna 380mm/right, sterile. Lot number: h452094 (sterile). Manufacturing location: monument. Manufacturing date: 18-sep-2017. Expiration date: 31-aug-2027. Lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 14147 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55. Lot number: l509941. Lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h316262. Lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 01-jun-2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h3432434. Lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: h249238. Lot quantity: 2,849 lbs. Certificate of analysis received from metalwerks pmd dated 17-nov-2016 was reviewed and determined to be conforming. Lot summary report dated 06-dec-2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event. Revision surgery occurred on (B)(6) 2019.

Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision of a proximal femoral nailing system (tfna) due to nonunion. It was revised to femoral recon nail (frn). Date of original implant was on (B)(6) 2018. Procedure was completed successfully. Patient status was stable. This is report 1 of 3 for (B)(4).